Event description:
Customer reported the user disconnected the carefusion secondary tubing from the upper smartsite port. The blue internal piece in the smartsite valve never sprung back causing it to remain open and leak chemo. No pt or staff harm. Chemo spill was cleaned up. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported smartsite valve malfunction because the set had been discarded by the customer and will not be returned. The root cause of this report could not be identified.